Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not see any insulin drops exit the infusion set tubing. Reportedly, the customer attempted to perform the fill tubing process with 30 units multiple times. The customer disconnected the tubing at the luer lock and did not see insulin drips. Tandem technical support advised for the customer to change the cartridge; customer changed the cartridge and successfully performed fill tubing with a new cartridge. The customer's blood glucose level was 189 mg/dl.